Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the white twist sleeve of a minicap extended life pd transfer set. This was observed while the patient was disconnecting during peritoneal dialysis therapy. It was further reported that ¿the twist clamp broke as it spun back until it snapped¿. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude feet. Functional testing including clear passage testing was performed with no issues noted; leak testing revealed a leak through the closed twist clamp. The reported condition was verified. The cause of the broken occluder feet could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.